Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. Chr showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that upon the attempt to remove the PICC some of the device could not be found and it is uncertain if it was left inside the patient or not. X-ray taken but it could not be found.